Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use of the device, it was noticed that there was battery compartment contamination and load v5 software. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
D9 - date returned to mfg: 11/29/2023. One device was returned for evaluation. Visual inspection confirmed battery compartment spring contact contamination. Review of event history log was not applicable. Functional testing confirmed the battery compartment contamination. The root cause was determined to be battery compartment spring contact contamination. The spring contact was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.